Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. This controller was running old software and was not smr upgraded. Log file analysis showed several power switching events which are believed to be the events described in the event details. This confirms the reported event.  The following batteries were found to have triggered the switching events: (B)(4). The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. These communication anomalies are being investigated by the manufacturer.  Of note, this controller was not smr upgraded and was running on old software. An incidental finding not associated with the reported event found during visual inspection revealed that port 1 of the controller was loose and both the serial port and port 1 contained displaced gaskets. The controller failed to meet specification due to the displaced gaskets. The most probable cause of these malfunctions is a shift in the manufacturing process.  The manufacturer has opened an internal investigation for power switching and loose connector. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the site that there were frequent single tone beeps with nothing showing on display. It was further stated that the only issue was a frequent, unknown alarm that sounded like a single battery disconnect alarm. The caregiver documented which batteries the alarms happened with and charged/rotated them out. There was no pattern with which batteries were causing the alarms. The alarms became more frequent, so we asked them to change the controller, which resolved the alarms. There were no signs of damage to the controller. No additional information provided.